Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise while watching television. The patient was brought in for testing and the noise was not able to be reproduced. The impedance measurement were noted to be good. The physician admitted the patient to the hospital for monitoring and x-rays were taken. Boston scientific technical services (ts) was consulted to review the treated episode and images. Upon review ts noted high-amplitude noise in combination a sudden drop in signal amplitude. Ts discussed that this type of noise appears to be the result of sudden changes in the impedance pathway of the sensing vector. Ts further noted the potential causes and discussed further troubleshooting and programming options. His can either be caused by incomplete lead insertion, an impaired lead or other impairment of the lead contact in the device header. To evaluate lead insertion a high resolution x-ray of the device header is crucial. Furthermore evaluation of high resolution x-ray images of the system are recommended to exclude lead impairment. The physician reprogrammed the sensing vector to secondary. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.. Additional information was received that the x-rays were sent in for review. Ts noted that the x-ray shows there is a space to improve the system placement, especially electrode could be considered lower and more facial to get better sensing and better shock vector. Ts further noted that the electrode could be bit more straightened and a three incision technique may assist to do so.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise while watching television. The patient was brought in for testing and the noise was not able to be reproduced. The impedance measurement were noted to be good. The physician admitted the patient to the hospital for monitoring and x-rays were taken. Boston scientific technical services (ts) was consulted to review the treated episode and images. Upon review ts noted high-amplitude noise in combination a sudden drop in signal amplitude. Ts discussed that this type of noise appears to be the result of sudden changes in the impedance pathway of the sensing vector. Ts further noted the potential causes and discussed further troubleshooting and programming options. His can either be caused by incomplete lead insertion, an impaired lead or other impairment of the lead contact in the device header. To evaluate lead insertion a high resolution x-ray of the device header is crucial. Furthermore evaluation of high resolution x-ray images of the system are recommended to exclude lead impairment. The physician reprogrammed the sensing vector to secondary. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.. Additional information was received that the x-rays were sent in for review. Ts noted that the x-ray shows there is a space to improve the system placement, especially electrode could be considered lower and more facial to get better sensing and better shock vector. Ts further noted that the electrode could be bit more straightened and a three incision technique may assist to do so.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.